Manufacturer narrative:
Device evaluation of electrode belt was completed. The reported problem (adjust belt messages) was due the lead 1 wire being broken in the c and d cable. The root cause unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt messages.